Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally programmed and delivered a bolus of 5 units, instead of the intended 0.5 units. Blood glucose level was in the 200's (mg/dl). And the customer proactively consumed carbohydrates to prevent an adverse event. The customer went to the emergency room (ER) to prevent an adverse event, but did not receive any treatment. Recommendation was made by the ER to rest and remain stationary.